Event description:
Md ordered for patient's right shoulder and underarm to be clipped. I clipped the patient's shoulder and proceeded to the right underarm. Patient's family member assisted me with pulling patient's underarm skin taut. I held the clipper, not like a pencil, but rather over the top in order to ease into the curve of the underarm. Patient reacted but stated that he was ticklish. After clipping for a minute, bloody clipper marks from the clipping started appearing all over the underarm. At this time, I ceased clipping and notified the pt's nurse.======================manufacturer response for carefusion clippers, surgical clippers (per site reporter).======================on-site training.